Event description:
The 1652 crrt circuit red alarm and machine/screen turned off/black. Extracorporeal membrane oxygenation (ECMO) perfusionist clamped pigtail where crrt was inserted while the continuous renal replacement therapy (crrt) machine was rebooted. Restarted machine without further issue 1808 same crrt red alarm as earlier with machine/screen turning off/black. Perfusionist clamped at pigtail site while crrt rebooted. Unable to continue with same set therefore discontinued/discarded set. Manufacturer notified, new crrt machine to bedside